Manufacturer narrative:
The hospital biomedical engineer evaluated the issue with ge healthcare technical support. The caster was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit's caster wheel broke off while the unit was being moved. There was no report of patient involvement.